Event description:
A malfunction alarm was reported, but there were no notable events prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the customer with the reset, after which the malfunction code did not recur.